Event description:
It was reported that this right atrial lead was a case of an attempted, but unsuccessful implant due to an unspecified product performance issue. A new lead was implanted to complete the procedure. No adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was a case of an attempted, but unsuccessful implant due to an unspecified product performance issue. A new lead was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.